Event description:
A nurse reported that while performing bilateral prk (photo refractive keratectomy) procedure, the treatment was incomplete for the left eye. The nurse explained that the patient had a low prescription. Per the nurse, the laptop said the treatment was complete; however, the laser screen said it was incomplete. The procedure was successfully completed on the same day. Postoperatively, the patient reported dry eye. The patient did not experience loss of visual acuity, and was appreciative that the error was caught and corrected.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).